Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successfully completed cryo ablation, phrenic nerve palsy (pnp) was observed and the patient was discharged without recovery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter 2af284, with lot number 20999, were returned and analyzed. The data files showed that at least 8 applications were performed with an unreturned balloon catheter without any issues or system notices on the date of the event. Additionally, system notice 50022 ¿mechanical component error¿ and 50024 ¿there was a problem with the refrigerant port¿ were observed. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was never used. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. In conclusion, the clinical issue could not be confirmed via data analysis or product analysis. The balloon catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.